Event description:
Country of complaint: (B)(6). Detachment of the needle during the surgery - cholectodus duct under coelioscopy. Difficulty finding the needle but success: it was in the peritoneum.

Manufacturer narrative:
Eval on-going at mfg site.